Manufacturer narrative:
Investigation summary: "material #: 364314 lot/batch #: 1237686 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe pressure in the collection device is too high and the blood extravasated when the needle is pulled out. The following information was provided by the initial reporter. The customer stated: "when the patient is given to collect arterial blood gas, after the blood gas is drawn, the pressure in the blood collection device is too high and the blood is extravasated when the needle is pulled out. Replace the lancet with a new one as soon as explained to the patient."